Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 425cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, the device was replaced with another mentor device with cat #: 3504254bc, unknown serial number on (B)(6) 2021.

Manufacturer narrative:
On october 25, 2021 additional information received indicated that date of explantation updated to (B)(6) 2021, and replacement devices serial number is (B)(6). Manufacturer¿s reference number: (B)(4).